Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding loosening. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "aseptic loosening, right knee tibial component".